Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent episiotomy on an unknown date and suture was used. Following the procedure, the patient experienced wound dehiscence of the perineum tissue. Additional information has been requested.